Event description:
It was reported that this right atrial lead exhibited loss of capture and low amplitude. X-rays were performed which were inconclusive. It was decided to performed a lead revision. It was noted that, prior to the extraction of the lead a micro puncture needle was used to access the lead and it was poked and a hole was created on the lead. This lead was explanted and replaced. No further adverse patient effects were reported.

Event description:
It was reported that this right atrial lead exhibited loss of capture and low amplitude. X-rays were performed which were inconclusive. It was decided to performed a lead revision. It was noted that, prior to the extraction of the lead a micro puncture needle was used to access the lead and it was poked and a hole was created on the lead. This lead was explanted and replaced. This lead was returned to boston scientific for analysis. No further adverse patient effects were reported.

Manufacturer narrative:
Information was corrected from the following fields: d6b: explant date.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The complete lead was returned intact. The setscrew marks were in the correct location on the terminal pin. The helix was retracted and dried body fluids was noted in the helix housing. There was a cut in the insulation along with deformed coils. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. Information was corrected from the following fields: d6b: explant date.

Event description:
It was reported that this right atrial lead exhibited loss of capture and low amplitude. X-rays were performed which were inconclusive. It was decided to perform a lead revision. It was noted that, prior to the extraction of the lead a micro puncture needle was used to access the lead and it was poked and a hole was created on the lead. This lead was explanted and replaced. This lead was returned to boston scientific for analysis. No further adverse patient effects were reported.